Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-40454.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The most recent blood glucose reading was 334 mg/dl, for which the customer treated with a manual injection. The blood glucose reading at the time of hospitalization was unknown. The customer was not available at the time of call to provide any further information regarding the event. Nothing further reported.